Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml, lot # 73d1600166 was manufactured on 04/11/2016 a total of (B)(4) pieces. Lot was released on 04/13/2016. DHR investigation did not show issues related to complaint. (B)(4) samples were taken from the current production (auto endo5 (B)(4)) lot # 73m1600281, the samples were functionally inspected according with the quality procedure qip-0031 tecrev23,and issue reported " difficult to load clip" was not observed in the current manufacturing process. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
The clips would not deploy into the jaws properly, nor would they close. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The clips would not deploy into the jaws properly, nor would they close. The patient's condition was reported as fine.